Event description:
It was reported that the device was used during a low anterior resection. The device fired an incomplete cut. The procedure was changed to a miles procedure and an ileostomy was placed.